Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved could not confirm the report. The only portion of the device included in the return was the trigger cord wound on the two-way handle. The loading catheter, barrel, six (6) bands and irrigation adapter were not included in the return which made it difficult to perform a complete evaluation. A visual examination of the returned device was performed. The handle was returned in the two-way position. The trigger cord was intact and not broken. The trigger cord was examined and all twelve (12) deployment beads were present. The beads were verified for correct location. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The length of the trigger cord was measured within tolerance. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The band lot number associated with this complaint was researched and it can be concluded that the bands were within the acceptable date range. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the information provided indicated that: "the physician admitted most of the problem [occurred] as a result of the patient's fibrotic tissue and [it was] a challenge to suck into the 6-shooter barrel." It was also indicated by the user that numerous reasons could have caused the reported observation such as patient anatomy (scarring of tissue) and scope suction issues. The precautions in the instructions for use state: "current literature addresses management of acutely bleeding esophageal varices and does not address prophylactic use of banding." These are all likely causes for the reported observation. The additional information provided indicated that: "the bands seemed to deploy quicker off the barrel." This could lead to premature deployment of bands. Premature band deployment can occur if the handle is placed in the firing position before the endoscope is in place inside the patient or even while winding the trigger cord. The user is advised not to apply tension to the trigger cord while winding it on the handle to avoid premature deployment of bands. The instructions for use direct the user: ¿with handle in two-way position, slowly rotate handle clockwise to wind trigger cord onto handle spool until it is taut. Note: care must be taken to avoid deploying a band while winding trigger cord." Another possible contributing factor to premature band deployment includes allowing the trigger cord to become lodged between the barrel and the distal end of the endoscope. This can restrict trigger cord movement and result in premature band deployment if enough tension is applied to pull the cord free. Rapid rotation of the ligator handle can contribute to premature band deployment. The instructions for use direct the user: ¿maintain suction and deploy band by rotating handle clockwise until band release is felt, indicating deployment." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic variceal ligation (evl), the physician used a cook 6 shooter saeed multi-band ligator. The rubber bands did not stay on the varices when they were fired. They opened a new box to complete the procedure. Additional information was received from the district manager on 03/21/2018: the physician admitted most of the problem [occurred] as a result of the patient's "fibrotic tissue" and [it was] a challenge to suck [the varices] into the 6 shooter barrel. However, he indicated that the rubber bands seemed to slip off the barrel easier than normal which could have been the result of numerous reasons. Additional clarification information was received from the district manager on 04/02/2018: compared to previous cases with the 6 shooter, the bands seem to deploy more quickly off the barrel [premature band deployment]. The reasons for this are patient anatomy (scarring of tissue) and scope suction issues.